Event description:
The customer reported that she was hospitalized for hypoglycemia, with blood glucose of 27 mg/dl. The customer stated that prior to the event, she had planned on eating and had delivered a bolus but then did not eat. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.